Event description:
The customer reported getting an error 90009 front end failure, which could prevent the deliver of therapy.

Manufacturer narrative:
The customer's reported getting an error 90009 front end failure, which could prevent the delivery of therapy. The device was evaluated by philips. The issue was resolved by replacing the parameter pca.